Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that a patient expired and a lucas device was used. An autopsy performed on the patient found that there was some blood pooling in the chest and the customer inquired if this was due to placement of the lucas. Physio-control contacted the customer to request additional information on the patient and to ask if the patient outcome was related to any product malfunction. No response has been received from the customer. Multiple attempts were made to obtain patient information from the customer but no information was provided.